Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an internal hemorrhoid ligation procedure, performed on (B)(6) 2025 for the treatment of hemorrhoids in the anus. During the procedure, the bands could not be deployed normally. The procedure was completed with another speedband superview super 7. It was noted that no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an internal hemorrhoid ligation procedure, performed on (B)(6) 2025 for the treatment of hemorrhoids in the anus. During the procedure, the bands could not be deployed normally. The procedure was completed with another speedband superview super 7. It was noted that no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
E1 (initial reporter facility name): the second affiliated hospital of (B)(6). H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. E1: (initial reporter's address) information updated based on the additional information received on march 5, 2025. H11: the returned speedband superview super 7 was analyzed, the device returned with two bands still attached to the ligator housing, one of them was overlapped and the handle has evidence that the trip wire was secured. The reported event of bands unable to deploy was confirmed. This failure mode may be attributed to the physician's technique or the handling of the device during attempts to deploy the bands using the handle. The placement of the device or the tortuosity encountered during the procedure may have impacted the functionality of the handle while attempting to deploy the bands. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure and making the bands not able to deploy accordingly. Based on all gathered information, the probable cause selected is adverse event related to procedure.